Event description:
It was reported that during engineering evaluation, it was discovered that the reciprocating saw attachment device would not hold the blade device properly. The event was not related to surgery. There was no patient involvement. There were no reports of injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.